Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the infusion was to infuse over 24 hours, but it finished 90 minutes early over three doses. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Event description:
It was reported by the customer that the infusion was to infuse over 24 hours, but it finished 90 minutes early over three doses. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.